Event description:
Abutment fractured in patient's mouth after insertion and while the patient was still in the chair. The patient swallowed the abutment and crown. Medical intervention wasn't necessary as the patient passed the items naturally. Abutment to be remade in ti.

Manufacturer narrative:
Device will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Event date was reported as (B)(6) 2013, should have been left blank (unk). Recall #z-1215-2014.